Event description:
The customer's mother reported via phone call that the insulin pump was damaged. The top part of the reservoir compartment was breaking off every time she changed the reservoir. A piece of the casing was missing. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump was received with broken reservoir tube lip, cracked reservoir tube, cracked case at the display window corner, and minor scratched lcd window.